Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation found evidence that the instrument may have arced during a surgical procedure. Part of the yaw pulley, conducter cap and the distal clevis have been charred. The customer's complaint that the instrument's "housing was broken" was not confirmed by failure analyses. This complaint is being reported via an MDR since the instrument may have arced during a surgical procedure.

Event description:
It was reported that the housing on the back end of the permanent cautery hook instrument had broken. No further details were provided. No patient harm, adverse outcome or injury was reported.